Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d11; g4; h2; h6 reported event was unable to be confirmed due to limited information provided by the customer. X-rays were reviewed by a third party hcp noting left total hip arthroplasty with poly wear of the cup. Superior dislocation is seen along with significant osteopenia of the acetabulum could indicate osteolysis. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 04212

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk liner, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-04129.

Event description:
It was reported patient has been indicated for revision due to possible dislocation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.